Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a navistar¿ electrophysiology catheter and suffered a transient atrioventricular heart block requiring a pacemaker implantation. During ablation phase, a transient occurred. No immediate intervention was performed. The patient recovered. Remainder of the procedure was aborted. On post-procedure day 1, although the atrioventricular (av) block was recovered, a pacemaker was implanted as it might have become a second-degree av-block (2:1). There¿s no information regarding extended hospitalization or patient¿s outcome. The physician did not attribute the adverse event to a bwi product malfunction. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a navistar¿ electrophysiology catheter and suffered a transient atrioventricular heart block requiring a pacemaker implantation. During ablation phase, a transient atrial ventricular heart block occurred. The patient recovered. The remainder of the procedure was aborted. There is no information regarding extended hospitalization. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Manufacturer ref no:(B)(4).